Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic/ pelvic') in an adult female patient who had essure (batch no. 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), back pain ("pain:back"), metrorrhagia ("bleeding: metrorrhagia (bleeding b/w(interpreted as between) periods)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel - diag. Post-essure"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), hypersensitivity ("allergy: hypersensitivity"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraines"), headache ("other injuries/symptoms: headaches"), nausea ("other injuries/symptoms: nausea"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, menorrhagia, fatigue, gastrointestinal disorder, migraine, headache and nausea had resolved and the allergy to metals, allergic rash, allergic skin reaction, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and allergic skin reaction to be related to essure. The reporter commented: essure insertion date provided in pfs was (B)(6) 2009 patient received treatment for pelvic/ chronic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metrorrhagia, menorrhagia, nickel allergy, rash, skin disorder ,hypersensitivity, bladder disorder and urinary tract disorder. Trailing coils: left-5, right-1. Discrepancy noted in essure removal date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unspecified- result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic/ pelvic') in an adult female patient who had essure (batch no. 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), back pain ("pain:back"), metrorrhagia ("bleeding: metrorrhagia (bleeding b/w(interpreted as between) periods)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel - diag. Post-essure"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), hypersensitivity ("allergy: hypersensitivity"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraines"), headache ("other injuries/symptoms: headaches"), nausea ("other injuries/symptoms: nausea"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, menorrhagia, fatigue, gastrointestinal disorder, migraine, headache and nausea had resolved and the allergy to metals, allergic rash, allergic skin reaction, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and allergic skin reaction to be related to essure. The reporter commented: essure insertion date provided in pfs was (B)(6) 2009 patient received treatment for pelvic/ chronic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metrorrhagia, menorrhagia, nickel allergy, rash, skin disorder ,hypersensitivity, bladder disorder and urinary tract disorder. Trailing coils: left-5, right-1. Discrepancy noted in essure removal date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unspecified- result not reported.. Most recent follow-up information incorporated above includes: on 29-oct-2020: mr received. Lot number added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic/ pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), back pain ("pain:back"), metrorrhagia ("bleeding: metrorrhagia (bleeding b/w(interpreted as between) periods)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel - diag. Post-essure"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), hypersensitivity ("allergy: hypersensitivity"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraines"), headache ("other injuries/symptoms: headaches"), nausea ("other injuries/symptoms: nausea"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, menorrhagia, fatigue, gastrointestinal disorder, migraine, headache and nausea had resolved and the allergy to metals, rash, skin disorder, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder and urinary tract disorder to be related to essure. The reporter commented: essure insertion date provided in pfs was (B)(6) 2009 patient received treatment for pelvic/ chronic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metrorrhagia, menorrhagia, nickel allergy, rash, skin disorder ,hypersensitivity, bladder disorder and urinary tract disorder. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test unspecified result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received-new events added- pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/chronic, abdominal, back, bleeding: metrorrhagia (bleeding b/w(interpreted as between) periods), menorrhagia (heavy menstrual bleeding), bladder/urinary problems: other, allergy: nickel - diag. Post-essure, rash/skin condition, hypersensitivity,other injuries/symptoms: fatigue, gi conditions, migraines, headaches and nausea", reporter details, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.